Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after an infusion of carfilzomib 30mg in 50ml d5w running as a secondary at 300ml/hr (10 minutes), a leak was observed at the connection between the primary and secondary tubing. The leak occurred at the conclusion of the secondary infusion when the normal saline primary was increased to 800ml/hr. There is no report of patient harm.

Manufacturer narrative:
Correction initial reporter address.